Event description:
Customer reported problems with collimation. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a wire. System operates as intended.